Event description:
No additional event information to report at this time.

Manufacturer narrative:
D10: 31-300812 arcos 12 x 150mm sts stem trl 365350. Visual examination of the returned product identified the tip of the hex driver to be fractured. The fractured piece was not returned. Wear rings are present around the shaft. Light discoloration spots are present on the handles grip as well scuffing on the connector. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301300 arcos con sz a std 50mm trl 057879 unk trial stem unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the arcos hex screwdriver broke while attaching to the proximal body. The proximal body and trial stem are stuck together. The event occurred in surgery causing a small delay while attempting to remove the trial from the proximal body and opening a new set for a different hex driver. No consequences or impact to the patient.